Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the blower temperature was too high. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 01jul2019. The manufacturer's field service engineer (fse) did not go onsite to the customer's location so the reported issue could not be confirmed. The customer reported resolving the issue; however ,the exact repair details were not provided. The unit has been returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.